Event description:
Pulmonetic systems, inc. Received a service record from a representative of facility on 08/27/02. The representative reported the following problem: unit failed to come on with ac or battery.